Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that the patient's right hip was revised. Reason for surgery was not reported to the rep. Surgeon reported he suspected a fractured trunnion, but the rep was not notified whether or not this was confirmed intra-operatively. An omniflex stem, constrained liner, and 28 +10 c-taper head were revised to a competitor stem and head with another stryker constrained liner. Rep reported he can provide pictures, otherwise no further information will be released by the hospital or surgeon.